Event description:
A customer reported error messages ¿2015 detector temperature, 3020 stable temperature wait, and 3034 detector temp. L-limit¿ during daily start up on the aia-900 analyzer. Prior to the call, the customer restarted the analyzer by main switch, but the error codes persisted, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing error data logs and did not reproduce the errors. Fse performed a daily check and the detector temperature low error appeared. While troubleshooting, fse visually found the connector to the detector board was loose. Fse reconnected the wire to the detector and verified it by using the voltmeter and saw the temperature for the detector increased and stayed at 37.0 celsius degree. Fse performed daily check again and now within specifications and no more detector temperature errors reoccurred. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 03jan2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2015) detector temperature error. Cause: the detector temperature did not rise adequately at the start of measurement. Action: wait for at least 30 minutes, and if the trouble reoccurs contact the tosoh local representatives. [3020] stable temperature wait. Cause: the system is waiting for temperature control to stabilize. Action: wait for a while. If the temperature stabilizes, start measurement. [3034] detector temp. L-limit error cause: the detector temperature fell below the lower limit (standard: 32 c). No further operation will take place. An io flag will be attached to the measurement result. Action: check the heater and also the temperature sensor t200. It is necessary to switch the main power on again. The most probable cause of the reported event was due to the loose connector to the detector board.